Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced fluctuating glucose with an initial high followed by recurrent lows while using the ilet bionic pancreas with a dexcom g7 cgm and a 23-inch teflon 6 mm infusion set; the user believed the prior factory reset during a high glucose period affected system learning and requested another reset, after which the agent walked the user through a full setup including cgm pairing, cartridge rewind, infusion set application, weight entry, and going bionic. Symptoms included hypoglycemia and hyperglycemia with associated anxiety. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device-related problem and component details remained insufficient due to limited information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.